Event description:
The caller who is a medical student at (B)(4) hospital reports that one of his pts suffering from obstructive sleep apnea received a new mask for her c-pap machine. She used this mask for one night and woke up with contact dermatitis. This affected the skin around her mouth, mandible and all the way to behind her ears. The pt is allergic to latex and was wondering if the new mask contains latex products which could be the cost of the dermatitis.